Manufacturer narrative:
(B)(4). Insufficient information was provided to determine a root cause. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Event description:
Initially, the caregiver had called regarding fibrin in the patient drain bags. During the call the caregiver indicated the patient had peritonitis in (B)(6), 2010. It is unknown what cultures or labs were taken for this event. It is unknown what interventions were required or if the patient had been hospitalized. This patient is a child. No further information is currently available.

Manufacturer narrative:
(B)(4).the patients discard supplies after each therapy, therefore no sample was returned for evaluation.